Event description:
The reporter stated that the surgeon inserted an aa4203tl one piece silicone lens. Due to the surgeon changing his mind the lens was removed without enlarging the incision during the same procedure. The lens was replaced with a three piece lens. No patient injury. It was unknown why the surgeon changed his mind. The lens tore when it was being removed from the eye.